Event description:
The customer observed false nonreactive alinity I anti-hbc ii results generated on the alinity I processing module for one patient. The customer performed further retesting and reactive results were obtained. The customer believed the reactive results were correct for this patient. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): on (B)(6) 2024, sid (B)(6): sample tube 1 initial result = 4.29 s/co, repeat results = 0.08 s/co and 0.08 s/co. On (B)(6) 2024 sample tube 2 results = 4.15 s/co, 4.18 s/co. On (B)(6) 2024 new sample collected (sid (B)(6) result = 4.07 s/co, 3.94 s/co, 3.99 s/co. On (B)(6) 2024 aliquote of sample tube 1 retest = 0.14 s/co and 0.13 s/co. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hbc ii, list number # 07p87-22, that has a similar product distributed in the us, list number 07p84. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section b5- describe event or problem: this section was updated with additional information provided on 21aug2024. Section d4 - catalog #: this section was corrected from 07p87-22 to 07p87-32. Section d4 - primary UDI number: this section was corrected from (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Update: on (B)(6) 2024, the customer provided other testing on sid (B)(6). On (B)(6) 2024 anti-hbs result = 17.243 miu/ml. No clinical history or previous results available for this patient.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 60350be00 and complaint issue. A review of labeling was performed and found to sufficiently address the customer issue. An in-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel indicating that the sensitivity performance of the complaint lot is not adversely affected. Based on this investigation, no systemic issue or deficiency was identified for the alinity I anti-hbc ii reagent, lot 60350be00.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results generated on the alinity I processing module for one patient. The customer performed further retesting and reactive results were obtained. The customer believed the reactive results were correct for this patient. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2024 sid (B)(6): sample tube 1 initial result = 4.29 s/co, repeat results = 0.08 s/co and 0.08 s/co (B)(6) 2024 sample tube 2 results = 4.15 s/co, 4.18 s/co (B)(6) 2024 new sample collected (sid (B)(6)) result = 4.07 s/co, 3.94 s/co, 3.99 s/co (B)(6) 2024 aliquote of sample tube 1 retest = 0.14 s/co and 0.13 s/co. There was no impact to patient management reported. Update: on (B)(6) 2024, the customer provided other testing on sid (B)(6). (B)(6) 2024 anti-hbs result = 17.243 miu/ml. No clinical history or previous results available for this patient.